Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, the iab lodged in the sheath and could not be fully advanced. Because of this, the iab was removed and replaced. There were no pt complications.